Event description:
A pt underwent surgery on (B)(6) 2012 at (B)(6) hosp to shorten the 2nd and 3rd proximal phalanxes, for cosmetic reasons. A plantar approach was taken. The surgeon who performed the surgery was told that he should speak with dr (B)(6). The surgeon who performed the surgery denied the advise to call dr (B)(6). The implants were implanted more proximal, and across a joint in each phalanx that is not indicated in surgical technique. On (B)(6) 2012, dr (B)(6) evaluated x-rays of the implants and determined that the event was not caused by a failure of the arrow-lok hybrid implant. This event was caused by operative failure performed by the surgeon. Communication on (B)(6) 2012 indicated that dr (B)(6) removed the implants. Upon removal by dr (B)(6), he indicated that the implants had been placed across the mp joints and not the pip joints. Dr (B)(6) also concluded that this event was not a failure of the implant, but a failure of bad surgical technique.

Manufacturer narrative:
None.